Event description:
The manufacturer was contacted in reference to reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician found contamination from dust fail and error codes e066 (err stuck encoder b), e063 (err stuck knob key), e065 (err stuck encoder a) and e061 (err_pll_unlocked). The device was scrapped by the service center after the evaluation was completed.